Event description:
It was reported that air was drawn into the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted and the farawave catheter afterwards, but it was found upon initial deployment of the catheter that the array formed into a "cobra" shape. The catheter was removed, and the splines were repositioned, but upon insertion the array formed into the cobra shape again. The catheter was replaced. After replacement of the catheter, it was found that air was being drawn into the sheath. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was reported that air was observed in the shaft of the sheath which was being aspirated out with a syringe. There were no electrogram (ECG) abnormalities indicating an air ingress into the patient after the air observations.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of visible air/bubbles was confirmed for the returned faradrive sheath. Analysis of the returned sheath found the internal valve torn which compromised the valves' ability to seal pressure and fluid within the sheath. Visual inspection also identified kinks near the handle of the sheath as a secondary finding. This condition would not have resulted in the reported visible air/bubbles; it may not have been present at the time of the event and may have occurred during device transportation or storage. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory kinks were identified near the distal tip of the sheath shaft. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a review of the faradrive sheath risk documentation was completed and confirmed that the event of visible air/bubbles was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design for the allegation of visible air/bubbles, as analysis found the internal valve torn. The conclusion code cause traced to transport/storage was assigned for the secondary finding of kinks near the distal tip of the shaft, as these kinks may not have been present at the time of the event and could have resulted from transport or storage of the device, per the available information.

Event description:
It was reported that air was drawn into the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted and the farawave catheter afterwards, but it was found upon initial deployment of the catheter that the array formed into a "cobra" shape. The catheter was removed, and the splines were repositioned, but upon insertion the array formed into the cobra shape again. The catheter was replaced. After replacement of the catheter, it was found that air was being drawn into the sheath. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Additional information was added to block b5 describe event or problem, h6 evaluation method codes, h6 evaluation result codes, and h11 additional MFR narrative.

Event description:
It was reported that air was drawn into the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted and the farawave catheter afterwards, but it was found upon initial deployment of the catheter that the array formed into a "cobra" shape. The catheter was removed, and the splines were repositioned, but upon insertion the array formed into the cobra shape again. The catheter was replaced. After replacement of the catheter, it was found that air was being drawn into the sheath. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was reported that air was observed in the shaft of the sheath which was being aspirated out with a syringe. There were no electrogram (ECG) abnormalities indicating an air ingress into the patient after the air observations.